Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. The thread detachment happened during use on patient / intra op. How was the scratch treated? Was medical or surgical intervention provided? If yes, please describe. A medical treatment was provided to the attending obgyn whose eyebrow got scratched. Laboratory test hiv (on patient side) was done immediately on patient. Medical wound care was given to attending obgyn.

Event description:
It was reported that a patient underwent an unspecified ob-gyn procedure on (B)(6)2023 and suture was used. While performing the procedure, the doctor experienced a detachment of the thread from the needle when pulling it, which resulted in an accidental scratch on her eyebrow. The doctor received immediate medical attention to assess and treat the eyebrow scratch. The procedure was successfully completed with no adverse consequences for the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. How was the scratch treated? Was medical or surgical intervention provided? If yes, please describe. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.